Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional fractured. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp found signs of repeated use and a fracture on the anterior side of the post feature. Gouge marks and dents were noted which is indicative of repeated use. The fractured tasp component in this complaint was manufactured before the design modification. DHR was reviewed and no discrepancies were found. The investigation results concluded that the reported event was due to is design deficiency. Review of the complaint history determined that no further action is required as no were trends were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.